Event description:
It was reported the customer could not push their plunger down on their insulin pump. The customer also believed they had over-delivered insulin to their body. Customer stated they were feeling fine. The customer was assisted with rewind their insulin pump, inserting a new reservoir, and fill tubing. Customer declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).